Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem's t:slim with control-iq user guide: " keep the pump protected when not in use. Store at temperature between -4°f (-20°c) and 140°f (60°c) and at a relative humidity levels between 20% and 90%".

Event description:
It was reported that a malfunction alarm occurred. Prior to malfunction the pump may have been exposed to heat and humidity. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.